Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized for low blood glucose on (B)(6) 2016 after the paramedics visited. Customer's blood glucose was in the 200's mg/dl when he was admitted and stated that he was injected with something to raise his blood glucose. Customer passed out due to his low blood glucose. Customer was passed out in the garage. Customer could not be revived so his wife suspended the pump and got his blood glucose to 34 mg/dl. Customer's blood glucose dropped back to 27 mg/dl and then the paramedics were called. Customer stated that he was fine and was released after 2 hours in the hospital. Customer was wearing the pump at the time. Customer's current blood glucose is 102 mg/dl. Customer was advised to monitor the pump and to call his health care provider to discuss the possible causes of his low blood glucose. Customer also reported issues with sensor glucose and blood glucose readings. It was found that the customer calibrates 4-5 times a day instead of 3-4 times a day.